Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of the customer's pump squirting insulin when he tried to prime the device. The mother states there was an emergency room visit for high blood glucose. The customer's blood glucose level at the time of visit was 400mg/dl. The customer was not able to use the device, due to being incarcerated. The mother states she will call back when she has position of the device, to try and troubleshoot.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin was unable to prime during prime test due to loose/protruded drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The insulin pump had minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.